Event description:
It was reported that during a peripheral artery procedure using the atherectomy hawkone , removal difficulties were encountered in the mid left anterior tibial artery, which was severely calcified with 95% stenosis and minimal tortuosity. The device was pulled with resistance and removed successfully in tandem with the wire, without injury or intervention. It was noted that the wire wrap and marker band were partially detached. The vessel was pre-dilated with a 2.5mm chocolate device and post-dilated with a 3mm bd ultraverse. A 6f terumo destination sheath and a .014 glidewire advantage terumo guidewire were used. The instructions for use were followed without issue, and there was no vessel damage. The procedure was completed, and the patient outcome was reported as alive with no injury. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.